Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shocking impedance measurement. The lead was explanted due to a product advisory, and a device replacement was intended; however, the replacement was canceled. During extraction of the lead, the subclavian vein ruptured, causing significant blood loss and an extended procedure time. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shocking impedance measurement. The lead was explanted due to a product advisory, and a device replacement was intended; however, the replacement was canceled. During extraction of the lead, the subclavian vein ruptured, causing significant blood loss and an extended procedure time. No additional adverse patient effects were reported. This lead has not been returned for analysis. Additional information was provided. This lead was connected to a non boston scientific pace generator. A subcutaneous implantable cardioverter defibrillator will likely be implanted at a later time; however, no implantation date has been scheduled. This lead has been returned for analysis.